Event description:
It was reported that, "case went normal, acetabulum sized, femur broached to size 3 accolade, trialed with neutral neck and 42 head, leg length was long so surgeon decided to use a -3 x 26 mm head. Broach was proud by 1 row of teeth at calcar. Implant was inserted in normal fashion, fully seated, it stayed about 4 or 5 mm proud of where the broach set."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.